Manufacturer narrative:
Patient weight not known at the time of filing. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was not picking up any of the patient or instrument trackers. The site was able to resolve the issue by restarting the system. It was confirmed by the representative that the system was functioning correctly, however, there were instruments that would not verify. The total delay of procedure is unknown, but there were no impact on patient outcome.

Manufacturer narrative:
Software investigation could not determine the probable cause since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter updated to surgeon. A medtronic representative went to the site to test the equipment. Testing revealed that the instruments were bent with geometry error <(> <<)> 0.5 mm. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.